Event description:
Additional info received via email (B)(6)-2022: event date updated: (B)(6)2022. No patient adverse effects was reported.

Manufacturer narrative:
Other, other text: additional event information received indicating no patient involvement and date of event was received. (Updated a1, b5, b3) h6: event problem and evaluation codes: updates not required.

Event description:
It was reported that there is a low pressure alarm. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with a damaged front panel. The input manifold assembly shifts on the bottom chassis. The tidal volume knob rubs on the battery compartment. The tamper seals and labels were intact. There was no evidence of the error recorded in the event history log. The customer reported problem was verified/duplicated during functional testing. The cycle pressure/pressure switch was found to be out of spec (pressure sensor failure) which was probably due to impact damage. However, the root cause was unknown. For corrective action, the patient pressure switch was re-set. The previous service history has been reviewed and deemed unrelated to the current customer reported reason. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).